Event description:
A customer reported that the t:slim x2 pump battery was not charging, with a power source alert, alert 07, occurring around the time the issue began. There was no adverse impact to the customer¿s blood glucose level. The issue resolved prior to contacting technical support by switching to non-tandem charging supplies, although tandem technical support advised against using third-party chargers unless troubleshooting. A replacement tandem wall adapter and charging cable were sent to the customer via two-day shipping.